Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received alert 38 indicating a motor stall on the ilet pump shortly after a routine supply change; the user restarted the device multiple times, performed a dry run with the cartridge removed, then reinserted new cartridge and tubing, after which the alert did not recur and blood glucose remained unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a stalled motor, consistent with a mechanical problem identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.